Manufacturer narrative:
The inform the information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2019. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the insulin pump related svns were marked for deletion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 498 mg/dl. Customer reported sensor glucose value was 138 mg/dl. The insulin pump will not be returned for analysis.